Event description:
It was reported that during a stock rotation check, extended charge time limits were observed. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported field event of an extended charge time was confirmed in the laboratory via the device image. The device charged normally in the laboratory. The extended charge time is believed to be due to exposure to cold temperatures.